Manufacturer narrative:
An event regarding infection involving an unknown implant omniflex stem and unknown implant head was reported. The event was confirmed following a review of operational notes and medical records by a clinical consultant. Method & results: device evaluation and results: a visual, dimensional, functional inspection and material analysis were not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided operational notes and medical records by a clinical consultant indicated: the infection can be considered an established fact. As such is the source of infection from the abdominal abscess clear with hematogenous metastatic infection in the hip. The hip infection is thus secondary to the abdominal infection. It should further be noted that this patient was on chronic prednisolon medication for pulmonary problems. The side effect of such corticosteroid medication is suppression of the body¿s immune system making patients more prone to infections while at the same time symptoms of infection may be masked. Procedure-related factors: poly wear particles may increase inflammatory status of joint. Patient-related factors: prednisolon medication may suppress the body¿s immune system and mask infectious symptoms. Device-related factors: none, as also supported by type of bacteria as typical hospital pathogens. Diagnosis: a hematogenous metastatic infection of a right hip omniflex arthroplasty from an abdominal abscess occurred 25-years after implantation in a patient with depressed immune system through chronic corticosteroid medication. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the operational notes and the medical records by a clinical consultant concluded 'the infection can be considered an established fact' and this is the result of 'a hematogenous metastatic infection of a right hip omniflex arthroplasty from an abdominal abscess occurred 25-years after implantation in a patient with depressed immune system through chronic corticosteroid medication.'

Event description:
It was reported that patient's right hip was revised (stage 1) due to infection. Infection was clinically confirmed but the infecting microorganism was not reported to the rep. A stryker stem and ball were explanted along with a competitor cup/ liner combination.

Manufacturer narrative:
The following devices were also listed in this report: osteonics omniflex ball; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised (stage 1) due to infection. Infection was clinically confirmed but the infecting microorganism was not reported to the rep. A stryker stem and ball were explanted along with a competitor cup/ liner combination.